Event description:
The patient had to have the implant removed due to loss of integration after it had been placed for more than 2 1/2 years. The doctor indicated that the bone condition was the only contributing factor for implant removal.